Event description:
It was reported that the patient had been hospitalized with hyperglycemia. It was also reported that the controller would not turn on in order to deliver insulin with the omnipod system. Patient reported contacting his physician who advised him to give a manual injection of 24 units of insulin, but he forgot and was running out of supplies, therefore he sought treatment at the hospital. Blood glucose levels, symptoms, treatment and length of stay were not provided. The patient's wife did not believe omnipod product was related to the hospitalization as patient forgot to take the injection of 24 units as physician directed. Three due diligence attempts were made to obtain further information without success. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.